Manufacturer narrative:
(B)(4). Patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unknown sensor issue occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be early sensor expiration. The reported allegation of an unknown sensor issue is reportable based on the finding of early sensor expiration. No injury or medical intervention was reported.